Event description:
It was reported that a female patient who had 450cc mentor memorygel breast implants placed experienced capsular contracture on an unknown side post procedure. Explant was performed on (B)(6) 2022. Two lot and serial numbers were reported; however, it was not clarified which device is the capsular contracture device, and which device is concomitant.if clarification is received in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6772934 number, and no non-conformance's were identified. Manufacturing date: (B)(6) 2013 expiration date: (B)(6) 2018 a manufacturing record evaluation was performed for the finished device 6769269 number, and no non-conformance's were identified. Manufacturing date: (B)(6) 2013 expiration date: (B)(6) 2018 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 21, 2022. Replacement with unspecified non mentor implant was performed with explant. The implant date was obtained. The device was implanted on (B)(6) 2013. Manufacturer¿s reference number: (B)(4).